Event description:
Device stops when turned to give medication. System malfunctioning. Works when running IV solution but stops when turned to give medication. Double checked by two rn's and site good. Have had all these systems malfunction. System does click into place but does not infuse medications.